Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 117.0 cm and fractured approximately 132.0 cm from the hub. Conclusion: evaluation of the returned device confirmed that the 3maxc was stretched and fractured. This type of damage typically occurs due to improper handling during use. If resistance is encountered during insertion, and the device is then forcefully manipulated, damage such as this may occur. However, the root cause of the resistance that was encountered during insertion, advancement, and retraction could not be determined. The 3maxc was checked for lubricity during decontamination and lubricity was present. The 5max ace mentioned in the complaint was not returned for evaluation. The 3maxcs are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician inserted the 3max into the penumbra system ace reperfusion catheter (ace) coaxially and then advanced both devices towards the target portion in the mca. Slight resistance was encountered while inserting the 3max into the ace. The physician then had difficulty manipulating (i.e. Advancing and retracting) the 3max. Subsequently, upon slowly retracting the 3max, the physician noticed that the 3max fractured in the patient's body. Therefore, a snare device was required to successfully remove the fractured 3max from the patient. The procedure was then completed using a new 3max and the same ace. There was no report of an adverse effect to the patient.